Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose of 61 mg/dl. They treated with juice. They also reported that they bled during sensor insertion. At the end of the call they checked their blood glucose and it was within the range of 50 mg/dl. The device will not be returned for analysis.